Event description:
The customer reported that the monitor chicklet alarm is not showing up. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Manufacturer narrative:
Added method code: submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.